Event description:
It was reported that customer had low blood glucose. Blood glucose at the time of event was 29 mg/dl. Current blood glucose was 266 mg/dl. Customer did not experience had as symptoms of low blood glucose. Treated with food for low blood glucose. Customer was ok for troubleshoot. Customer had been using the insulin pump system within 48 hours of reported low blood glucose event. No further patient complications were reported. Auto mode feature was delivering insulin automatically. Customer did not allege insulin pump was over delivering. The insulin pump will not be returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.